Event description:
Pt with history of neck and radiating arm pain, admitted for cervical discectomy at c5-6 and c6-7. During c5-6 procedure the discectomy and bone graft were uneventful. During the bone graft of the c6-7 site, the graft holder with a 10 mm graft was placed into the already prepared space. Manual pressure applied during the insertion. The somato sensory evoked potential (ssep) and motor evoked potential (mep) readings were lost; zero movement in the legs and zero sensory at t4-t5. The graft was immediately removed and steroid protocol was initiated. The graft was eventually completed.